Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The reason for the alleged removal of mesh on (B)(6) 2013 has not been provided. Based on the limited information provided at this time, no conclusions can be made. Adhesions and recurrence are known inherent risks of surgery and is listed in the instructions-for-use as possible complications. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient underwent surgery for repair of an incisional hernia. A bard/davol ventrio hernia patch, reference number 0010212, lot number huua0258 was implanted to repair the hernia defect. On (B)(6) 2011: the patient underwent an additional surgery to lysis adhesions adherent to the hernia mesh and perform a recurrent hernia repair. On (B)(6) 2013: the patient underwent an additional surgery to removal the hernia mesh and perform a recurrent hernia repair. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventrio.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The reason for the alleged removal of mesh on 01/29/2013 has not been provided. Based on the limited information provided at this time, no conclusions can be made. Adhesions and recurrence are known inherent risks of surgery and is listed in the instructions-for-use as possible complications. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the available information, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 2 years 7 months post implant of ventrio mesh, patient was diagnosed with inflammation, adhesions and hernia recurrence thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list inflammation as a possible complication. Review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr represents ventrio mesh (device #3). Additional emdr's were submitted to represent composix l/p mesh (device #1) and ventrio mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for repair of an incisional hernia. A bard/davol ventrio hernia patch, reference number 0010212, lot number huua0258 was implanted to repair the hernia defect. (B)(6) 2011: the patient underwent an additional surgery to lysis adhesions adherent to the hernia mesh and perform a recurrent hernia repair. (B)(6) 2013: the patient underwent an additional surgery to removal the hernia mesh and perform a recurrent hernia repair. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventrio. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with incisional ventral hernia thereby underwent open repair with the implant of composix l/p mesh (device #1). Per operative notes, ¿the hernia defect was noted above the umbilicus and adhesions were taken down sharply. A composix l/p mesh (device #1) was placed as an underlay and sutured.¿ (B)(6) 2009 - patient underwent hernia repair with implant of ventrio mesh (device #2). (Note: there was no operative notes provided). (B)(6) 2010 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of ventrio mesh (device #3) and removal of mesh (device #2). Per operative notes, ¿two hernia defects were noted, 1 superior to umbilicus and to the right lateral previous hernia repair whereas the other one inferior to the umbilicus and to the left lateral previous hernia repair. The lower round mesh was taken down leaving the upper mesh intact. This mesh (device #2) and hernia sac were removed. All the adhesions from either of the mesh or hernia sites were cleared. A sheet of ventrio mesh (device #3) was placed as an underlay and sutured.¿ (B)(6) 2011 - patient was diagnosed with ventral incisional hernia thereby underwent laparoscopic repair. Per operative notes, ¿there were omental adhesions to the upper midline area of gore-tex mesh (ventrio mesh - device #3). There was a larger defect along the right side of composix l/p mesh (device #1) and a small defect on the left side. Large piece of synthetic mesh was introduced through the abdominal wall and smaller piece of mesh in the lateral position. The meshes were then secured in both locations.¿ (B)(6) 2013 - patient was diagnosed with large recurrent incisional hernia thereby underwent laparoscopic repair with implant of ventralight st mesh (device #4) and removal of other meshes (device #1 & #3). Per operative notes, ¿the hernia sac was then identified and dissected sharply. Lysed dense colonic adhesions involving transverse colon to the hernia sac and old composix l/p mesh (device #1). There was a large defect with at least 3 different kinds of mesh (device #1 & #3) adhered to the abdominal wall. All these meshes were then removed and a ventralight st mesh (device #4) was inserted into the abdominal cavity and secured.¿ attorney alleges that the patient had adhesions, pain, hernia recurrence, removal surgery and emotional injuries.